Event description:
IV infiltration of 40 cc omnipaque in left upper arm.the hospital's standard protocol always includes testing the line for patency using a saline filled syringe, prior to injecting.